Event description:
The controller exchange resolved the noise. There was no burning or smoke smell and the customers were unsure what the sound was.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an atypical noise occurring during a system controller self-test was not confirmed as the controller was not returned for analysis. Additional information provided communicated that the cause of the atypical noise was not determined, and that the issue resolved after exchanging the controller. It was also noted that the controller would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate iii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09dec2020. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a "strange" sounding noise when a self test was performed on the system controller. The lights were normal and it said "self test" on the screen but there was concern about the noise. Technical services gave the instruction of cleaning the speaker with an alcohol swab and then trying to self-test again. This was done and the noise was still "strange". The controller was exchanged.